Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the setscrew had difficulty to be removed from the device header. The set screw was stripped. The physician also alleged that dark foreign material was stuck inside the header. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to tighten the atrial setscrew to remove the lead was confirmed. Based on the analysis, calcified blood filled the setscrew inset. The wrench will stripped the portions of the inset it comesthe lead could then be removed from the connector. All other damages were consistent with procedural damage.